Manufacturer narrative:
Concomitant medical products: product ID: neu unknown; lead lot# serial# unknown. Implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown; lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neuro-stimulator (ens) for urgency frequency. It was reported that the patient stated she has tingling and pulsing down her leg. The patient stated that they feel stimulation at their incision spot. The patient has a follow-up appointment with the healthcare provider (hcp) on (B)(6) 2022. No further complications were reported.